Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the heavy markings on the mount of the blade suggest that the blade was possibly loaded incorrectly and the marks on the edges of the blade along with rounded teeth suggest that the blade came into contact with metal while cutting. These factors could have contributed to the blade breaking.the associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.